Event description:
New information received stated that the patient received inappropriate defibrillation therapy and lead was repositioned. Patient condition was stable following procedure.

Manufacturer narrative:
Implant date should be (B)(6) 2019 rather than blank.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right ventricle lead had become dislodged. Patient condition was stable. No intervention was reported.